Event description:
It was reported that during a laparoscopic complete removal of large bowel procedure, the clip could not be fed into the jaw properly and the clip was ejected. Also scissoring occurred. The ejected clip was already retrieved. The firing trigger could not be grasped and it could not be fired at the first firing of a stapler. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.